Event description:
It was reported that the patient complained of a 'pounding and jumping chest.' Bipolar diaphragmatic stimulation was found, and was believed to be related to the left ventricular (lv) lead. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.